Event description:
It was reported that post implant, post-paced t-wave oversensing was observed. Programming changes were made. Patient was asymptomatic and will be monitored with routine follow ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.